Event description:
Received info regarding air bubbles in the luer lock. Customer was able to remove the air bubbles during troubleshooting with tandem's technical support. Customer's blood glucose levels were impacted.

Manufacturer narrative:
No product returning for eval. Should new info become available, a follow up supplemental report will be submitted.